Event description:
In 1972, rptr had saline implants placed for augmentation, MFR unknown. The implants were replaced many times because of leakage and contracture. In 1978, saline implants were removed because of leakage and replaced with double lumen implants. Subcutaneous bilateral mastectomy was performed. Three months after implantation, the implants were removed and replaced with the same type of implant. The rptr was not told why they had to be replaced. From 1979 to 1984, two or three sets of double lumen implants were removed and replaced. In 1988, this co's implants were replaced with implants mfg by another co. In 1990, one implant was removed because of leakage and replaced with an implant from original MFR. In 1/92, one implant was ruptured during mammography. In 3/93, rptr had final removal. Rptr has positive ana, limb numbness, memory loss, hair loss, fatigue, and visual problems. Numerous drs can't find reason for complaints and symptoms. (Also see mw1000966.)